Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the tube was used after the expiration date. The following information was provided by the initial reporter. The customer stated: it was reported that customer has sample tubes that expired on the 31st. Coworkers used the expired tubes on the 3rd. Customer is inquiring if the sample is still okay to use or if it needs to be discarded.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(6) has been listed in section . Investigation summary: bd had not received samples or photos for evaluation. Retain samples from bd inventory could not be evaluated as the expiration date had been exceeded. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of expired tubes. Bd was not able to identify a root cause for the indicated failure mode and makes no claims on the use of expired products. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(6) has been listed in section. Investigation summary: bd had not received samples or photos for evaluation. Retain samples from bd inventory could not be evaluated as the expiration date had been exceeded. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of expired tubes. Bd was not able to identify a root cause for the indicated failure mode and makes no claims on the use of expired products. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the tube was used after the expiration date. The following information was provided by the initial reporter. The customer stated: it was reported that customer has sample tubes that expired on the 31st. Coworkers used the expired tubes on the 3rd. Customer is inquiring if the sample is still okay to use or if it needs to be discarded.